Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(Report 2 of 3). It was reported during surgery that (qty 3) acutrak 3 mini stick fit driver tips broke during screw insertion. The surgery was completed with a solid core driver after a 30-minute delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00710 - 3025141-2024-00712.

Manufacturer narrative:
(Report 2 of 3). The three reported t8 cannulated stick fit hexalobe driver were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The three t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 596342) were examined visually under magnification. All three drivers presented with distinguishable fractured surfaces and a portion of the tip broken off. For two driver tips, the primary fractured surface comprised largely of one plane orientated approximately 45 degrees relative to the long axis of the driver tip. In addition, both driver tips retained at least one fully intact lobe feature. The third driver tip had two distinguishable fractured planes that made a visible inverse v shape. No lobes remained fully intact on this driver's tip. No pieces from the driver's tips were returned. Additional commentary collected from the party filing the incident noted the profile drill was not used. Absence of profile drill use may cause an increase in the required amount of insertion torque. The effect of an increase in the amount of insertion torque may require the driver tips to withstand a higher amount of stress during implant insertion. The observed fracture patterns on the driver tips supports the commentary in the event description. The torsional load application and brittle fracture mode may cause a driver to break into pieces. Not all the broken off driver tip pieces were returned nor the screw involved. The combination of observations, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip breakage. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.